Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using 9f amplatzer talisman delivery system. During the procedure, it was observed that occluder conformed to bulbous deformation. The deformed device was never released from the delivery cable. There was some interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 30-25mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.